Manufacturer narrative:
No power loss alarm noted during testing. Device passed the self test, sleep current measurement, active current measurement and the displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed power loss. The customer¿s blood glucose was unknown at the time of the incident. It was reported that the pump alert every day with power loss alarm. The battery cap was closed properly. The customer tried to replace the battery but issue keeps occurring. The issue occurred second time and the pump was replaced. The insulin pump will be returned for analysis.